Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a tortuous lcx lesion, but the device failed to cross the target lesion and the stent struts were damaged in the process. No patient injury reported.

Manufacturer narrative:
Device was inspected before use, no issues noted. Resistance was noted while advancing to the lesion, force was used, but not excessive. Procedure was completed with another resolute device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.